Manufacturer narrative:
Continuation of d10: product ID a810 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown morphine via an implantable pump. The indication for use was non-malignant pain. It was reported that the healthcare provider (hcp) stated that the patient came to the clinic past their low reservoir alarm (lra) date and they refilled the pump. The hcp updated the fields. The hcp  stated that the lra was occurring and it was the first time they interrogated the pump with version 2 software. The hcp stated that the patient went home and the noncritical alarm was still occurring. The manufacturer's technical services specialist (tss) discussed silencing the alarm and that this was a software issue that the manufacturer was aware of.